Event description:
Procedure type: gastrectomy. According to the reporter: after firing, the device could not be removed. To remove the anvil, jejunal stump was cut with scissors. Only one doughnut ring was made and anvil did not tilt properly. Air was injected through mouth, and it was confirmed the part was anastomosed and air was not leaking. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into the cavity. Pt is under observation.

Manufacturer narrative:
(B)(4).